Event description:
It was reported vascular stent system could not be completely advanced to the treatment site in the distal superficial femoral artery. The treatment site was a previously crossed cto, which was pre-dilated with a 3 mm pta balloon catheter prior to advancement of the vascular stent system. After several advancement attempts over a .035 inch guidewire through a 6f introducer sheath, the system was removed without complication. Upon removal, it was observed that approximately one millimeter of the stent was exposed. Five millimeters and 6 mm pta balloon catheters were used to pre-dilate the lesion and tracking path to approximately 5 mm in diameter and another vascular stent system was used to successfully implant a stent without incident. There was no report of pt injury.

Manufacturer narrative:
This is the first event reported for this lot number to date. The sample was returned for evaluation. The security switch was found to not be activated. The stent was found to be partially released with 2 mm protruding from the distal tip. The distal inner catheter was positioned 4 mm distal to the distal tip. Three kinks were found to be present on the proximal shaft distal to the distal strain relief. The three kinks had the same orientation which indicates that they might have been caused by a tight bending radius. The grip lid was opened for further evaluation. The grip components were found to be fully functioning correctly. There were no missing components. The attempt to flush the delivery system was not successful due to coagulated blood inside the guide lumen. Based on the sample evaluation results, it is confirmed that the stent was prematurely deployed without activation of the deployment mechanism. A manufacturing review is underway.